Event description:
Pt had fourth myocardial revascularization which was accomplished with some difficulty. Post surgery the pt continued to be intubated had various life supports & intra aortic balloon in place. A balloon leak was detected and the iab was removed. No pt injury occurred. No further details were provided.